Event description:
Patient reported her arm, proximal to the piv was feeling cool. A small amount of cetuximab and saline tko line had leaked from the end of the tubing texium connector which and made sweater damp at the cuff and lower end of sleeve. No drips were noted, all absorbed in material of sweater. This was about 20 min into hour infusion. Her piv was patent and had good blood return. Cap was tight upon initiation of the infusion.